Event description:
It was reported that during an arthroscopy procedure, the serfas probe unit stopped working and was replaced by another unit to finish the procedure. It was further reported that during a post operative x-ray, the presence of a material was observed. Another procedure was scheduled the next day to extract the foreign object, which had been the tip of the probe unit that had broke. The surgeon did not notice it and had left it inside the pt's shoulder.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.